Event description:
The reporter indicated that the patient had presented in vvi six months ago and also at today's follow-up. There was no eri (early replacement indicator) or backup mode reversion message. The patient had not complained of any symptoms at any time. The reporter stated that patient had not recently had surgery and that the only possible source of emi (electronic magnetic interference) was that the patient stated using a cell phone near the pacemaker. The reporter plans to continue following the patient every six months in the clinic.